Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis (isr) occurred. Vascular access was obtained via ipsilateral antegrade approach. The 90% stenosed target lesion was an isr of a previously implanted 8x37mm express vascular ld stent located in the moderately tortuous and moderately calcified right iliac artery. After pre-dilatation with a 6x40mm sterling balloon catheter, a 10x40x120 epic¿ vascular stent was advanced but was caught by the edge of the express vascular ld stent and failed to cross. The guide wire was exchanged with another non-bsc guide wire but the device still failed to cross. The procedure was completed with plain old balloon angioplasty (poba). No further patient complications were reported and the patient's status was good.